Event description:
The meter was set an incorrect unit of measurement. The patient purchased the meter in 10/04 and has used the meter since and claims that the meter was set to the incorrect unit of measurement since he purchased the meter. The patient tests his blood glucose 2-3x a day. The patient has never replaced the battery and claims that the meter never had a power interrupt. There is no information on who originally set the meter up for the patient when he purchased the meter. The patient does no recall ever going into the meter settings. Approximately 2-3 months ago, the patient experienced a severe hypoglycemia around 4:30 pm. The patient saw black dots and fell unconscious. The patient does not recall the readings he had obtained that day of the incident or even when he tested his blood glucose. He does no recall how much insulin he had taken that day or how much insulin he had taken. The patient's son contacted emergency services and was given the physician's number. Physician advised the son to treat his father with some sugar. Son treated the patient with jam and the patient felt better afterwards. The patient did not go to the hospital and receive any treatment. The son tested his blood glucose after giving him the jam; however, does not recall the reading. Since the incident happened 2-3 months ago, there is no information about the condition of the test strips. The patient went in for a lab test and that was when he was told his meter was set to the incorrect unit of measurement. The readings on the patient's meter the day of the incident or how much insulin he took is unk. The absence of this knowledge does not allow medical affairs to determine whether the results met the criteria for an adverse event. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings.

Manufacturer narrative:
Information was not provided.